Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had damaged component - bearings. It was further determined that the device failed pretest for cutter insertion. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction:the date the device was returned to the manufacturer has been updated to may 23, 2017. Device evaluation: further investigation determined that the reported condition of bearings failing was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearing consistent with normal wear over time. Results and conclusion have been updated to reflect this information. If additional information should become available, a supplemental medwatch will be submitted accordingly.